Event description:
It was reported that during implant, the lead helix would not extend, damaged, and bent. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description:the reported field event of bent helix was confirmed. The lead body was found bent. It is possible that in the body, the movement limitations imposed by the bending may had been more severe than outside, and a full extension of the helix may not have been achievable. The device was tested and no electrical anomalies were observed.